Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). Subsequently, the patient was treated with antibiotics for 10 days (specific type and date not reported). However, the issue did not resolve, resulting in abutment removal surgery on (B)(6) 2022.

Event description:
The previous or initial MDR submitted on september 22,2022 was filed inadvertently. Per the clinic,there was no abutment removal surgery. The abutment was removed in office without anesthesia.